Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system and unable to prime at 4 pounds during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 204 mg/dl at the time of incident. The customer's mother stated that the insulin was squirting out. She stated that they were stuck in the rewind complete/bolus delivery loop. Troubleshooting was completed. They were advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.